Manufacturer narrative:
Date of event: event date is an estimate.

Event description:
It was reported that the patient had an incisional infection. As result, the incision was drained on (B)(6) 2022 and the infection cleared.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient¿s ipg was explanted on (B)(6), 2022.